Event description:
It was reported that in 2007 the patient presented with a history of lower back pain. Patient underwent a MRI of the lumbosacral area under spinal anesthesia. On (B)(6) 2008 the patient presented l5-s1 spondylolisthesis. Patient complained of right and left buttock pain radiation to right thigh and knee with tingling, numbness, and weakness. Patient underwent an l4-5 and l5-s1 decompressive laminectomy and l4-5 and l5-s1 fusion with pedicle screws and rhbmp-2/acs. Per the op notes, ¿there was dense scar tissue at the site of surgery covering the remnants of the laminae of l4 and l5 which were removed. A dural tear was identified at the superior limit of the exposure.¿ no complications were reported and patient was sent to recovery in satisfactory condition. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs. On (B)(6) 2009 patient presented with gastritis nec without hemorrhage. Patient underwent an unspecified procedure. On (B)(6) 2011 patient presented with benign large intestine neoplasm and benign neoplasm of colon. Patient underwent an unspecified procedure. On (B)(6) 2012 patient presented with benign stomach neoplasm. Patient underwent an esophagogastroduodenoscopy with biopsy and polypectomy. No complications.

Manufacturer narrative:
(B)96). Concomitant medical products: pedicle screw and rod instrumentation (implant (B)(6) 2008). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.